Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient's representative regarding an external device. The reason for call was caller reported patient was not able to charge their implant and the issue began this morning. Caller stated the controller was plugged into the ac power supply all night and they were just now trying to get the controller to work and the controller said battery low, recharge the controller. Walked caller through removing the battery pack and plugging controller into the outlet; caller confirmed controller powered on. Caller put the battery back into the controller and confirmed the green light was flashing. Reviewed with caller to let controller charge till flashing green becomes solid and call for further assistance. Pt rep called in and stated that pt is still having issues recharging the implantable neurostimulator (ins). Patient rep stated that pt has been on 20% all morning and she has excellent charge quality but the ins is not advancing in charge. See request to repair team for the controller. Additional information was received from the patient stating that they dont know what caused battery low recharge controller message but the whole unit was replaced and now it doesn't do that but there are other problems. Patient confirmed that issue with battery low recharge controller is resolved and controller was replaced and old one returned. However, patient mentioned that its hard to get charged says stimulation off dont know why. They turn it on and it works for short time then have to turn on again.

Event description:
Additional information was received from patient stating the battery in the implant would be dead, then unit turned off. Patient mentioned that the agent helped them and the new unit helps but still undependable and were not happy. Patient also mentioned the issue seems to be resolved and the unit problem that they can't fix.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that the stimulation was not turning on. However during the call agent walked caller to turn stimulation back on and caller confirmed that the stimulation turned on. Agent advice to call back if the issue persist.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b1 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.